Manufacturer narrative:
A uv transfer set and a drain bag were returned to (B)(4) for evaluation. No visual abnormality was observed. The outside diameter of the spike of the transfer set was 5.451mm, which is within spec (5.4356mm + 0.1016/-0.0508). The force to remove (pull out) the spike from a port of a twin bag was measured and compared to a control sample. The results were as follows. The control removal force was 3.79 kgf: 4.05, 4.00, 4.00, 3.95, 3.80, ave: 3.98 (kg.f). This complaint was not confirmed in the lab. The complaint sample pull force average was greater than the control sample pull force value which would have made the disconnection more unlikely. Thus, the root cause for the disconnection is not known.

Event description:
Baxter (B)(4) reports the spike of a uv transfer set separated from the port of a twin bag at the start of therapy with a uv flash machine after an unk period of use. The affiliate report no pt injury or medical intervention as a result of the incident.